Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a double promonto fixation by laparoscopy bsu type procedure on (B)(6) 2015 and mesh was implanted. Resumption of bsu exposure on 18 july 2016. The patient reported experiencing chronic pain, sharp pain in groin (bi-lateral) when getting up from a seated position, diffuse and chronic pain in lumbar region, sitting, diffuse and chronic lower back pain, heaviness in the lower abdomen, random electric shocks in the vagina and unable to walk for very long. The patient has had six appointments with the surgeon in the first year without ever hearing him question the operation. Since then, numerous appointments (physiotherapy, orthopedics, rheumatology, gynecology, blood tests, MRI, ultrasound scans, etc.) Without any diagnosis or treatment. Diagnosis and treatment for depression and insomnia because of pain. In 2023, the patient met with a urologist and a gynecologist. No further information is available as the reporter contact details were not disclosed.